Event description:
Customer unit is not alarming when the set max paw switch is set at 11, customer claims that 2 humidifiers brackets are missing also the drive cover. Parts are going to be ordered.

Manufacturer narrative:
The hill-rom service tech evaluated the rental unit and determined that the root cause of the reported alarm failure was a faulty thumb wheel switch. Hill-rom (third party service company) was shipped a replacement thumb wheel switch to repair the unit and return it to the rental pool.